Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2024. During the procedure, two bands were deployed together. There were also bands that did not remain attached to the varix, and bands were misfired. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (age at time of event): the patient age at the time of the event was not reported; however, the year of birth is 1970. Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a050502 captures the reportable event of bands misfired. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it, and one of them overlapped. The ligator housing teeth were found bent. The handle had marks of the trip wire being secured. No other problems with the device were noted. The reported events of bands prematurely deployed, bands fell off the varix, and bands misfired cannot be confirmed. Upon analysis, the returned ligator housing had five bands attached to it, one band overlapped, and the ligator housing teeth were bent. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Since the reported problems can only be seen during the procedure and there were no photos or evidence showing that the bands got deployed prematurely. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2024. During the procedure, two bands were deployed together. There were also bands that did not remain attached to the varix, and bands were misfired. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (age at time of event): the patient age at the time of the event was not reported; however, the year of birth is 1970. Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a050502 captures the reportable event of bands misfired.